Event description:
I was connecting midas drill to footpedal. After turning up the wall nitrogen we tested drill and heard a hissing noise. We released the wall pressure and reinserted the drill into pedal and also reengaged the oil cartridge. Once again we brought up the wall pressure. As I stepped on the pedal to test the drill again the hose exploded about a foot and a half from the handpiece. We immediately released the pressure and disconnected the drill no one was injured and the patient was not involved in the event.